Event description:
It was reported that the iab was inserted without difficulty. After connecting the iab to the pump, the pump experienced "high pressure and kinking alarms". The physician withdrew the iab and found the central lumen "broken". The pt experienced unspecified complications.